Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited functional undersensing and low out of range pace impedances. The impedances were less than 200 ohms. The rv lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.